Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, heavily calcified, mid left anterior descending artery. The lesion was wired with a balance middleweight universal ii guide wire and a 2.5x15 mm nc trek balloon catheter was to be used for pre-dilatation. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon was inflated to 16 atmospheres; however, this did not expand the calcium as needed. The pressure was increased to 18 atmospheres. It was observed that after 3-4 seconds the balloon ruptured. A 3x15 mm nc trek was used to predilate the lesion successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.